Event description:
Patient's husband called in for patient's high bgs for the last 10 to 12 days. Patient's husband stated his troubleshooting did not reveal any malfuntions. High bgs persisted. Patient hospitalized during visit to doctor to stabilize high bgs.